Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, customer required assistance from health care providers and was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.